Event description:
It was reported to philips that the system failed to bootup. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips fields service engineer (fse) went onsite and identified that the host pc was dead. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.